Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment with moisture corrosion inside. This report is made based on the results of an investigation completed on 12/18/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/18/2013 with the following findings: battery compartment cracked from the threads to the case seal. Leak test failed due to battery compartment cracked. Visible corrosion in battery compartment. The threads on both battery compartment and cap were intact. No corrosion on cap. Able to fully tighten battery cap with yellow o-ring visible through crack only. Performed pump rewind, load, and prime with no loss of power. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of power. All current reading were in specification. Received a replace battery alarm during current test. Cleaned corrosion from battery compartment, able to complete current test. Opened pump and removed from case and corrosion noted on a single component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.